Manufacturer narrative:
(B)(4). A non-covidien technician reported that according to the inspection result, it could be inferred that the device was powered off during the short self-test (sst) and it let the safety valve open. The sst, all calibrations, operation checks running tests were performed and normal operation was confirmed. Nothing was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator generated a safety valve open error message. The ventilator was not in use on a patient at the time the event occurred.